Event description:
The customer reported inaccurately low blood glucose readings with test strips. On 8/4/96 she opened a new bottle and obtained consecutive readings of 26,36 and 44mg/dl. The tests were performed in the morning (fasting) within a time span of 15 minutes. Because she felt that the readings were inaccurate, the customer called the co customer support line on 8/6/96. With the rep, the customer peroformed two normal control solution tests. The results were 26 and 45 mg/dl versus a control range of 107-161 mg/dl. The solution, another brand lot #ve136, expiration 5/98, was opened two weeks ago and was shaken vigorously before the sample was applied. Also with the rep, a check strip test was performed and the result was 84 versus a range of 72-98. The dessicant is in the opened bottle.